Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported patient vessel perforation is a known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event. Subject device is not available.

Event description:
It was reported that during the procedure, the subject guide wire perforated the m2 blood vessel. The patient's condition, adverse consequences and medical intervention done due to the reported event are not known. The procedure was completed successfully with a previously placed flow diverter. No other information is available.